Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced fluctuating blood glucose levels after starting on the ilet insulin pump. The user reported a low blood glucose followed by overtreatment and subsequent high blood glucose, resulting in a rollercoaster effect. The user indicated no issues with the ilet or infusion set. Blood glucose was managed by the user without medical intervention or outside assistance. Multiple attempts were made to contact the user to obtain additional details about blood glucose excursions. The user was not reachable and no further information could be collected.